Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 05/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue/ during tying? During passage through tissue. What tissue/location was suturing when pull-off occurred? Sewing hand skin. Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? No.

Event description:
It was reported that a patient underwent a varicose vein surgery on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. After the needle was discharged, the needle was found to be separated from the suture, the needle jumped to the ground. No adverse patient consequences were reported. Additional information was requested.